Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts insulin out instead of the normal drip. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the alert and alarms were not as loud. The customer also report that the insulin pump slower to rewind and also received the no delivery alarm. The insulin pump will not be returned for analysis.